Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011 due to loss of capture and impedance issues. There was insulation failure and low out of range impedance of 116 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).